Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral artery (sfa). After crossing the lesion with a 0.035 guide wire, the 5x120mm armada 35 balloon dilatation catheter (bdc) was advanced in the patient anatomy. During the first inflation at 8 atmospheres, the balloon was unable to maintain pressure and a balloon rupture was noted. The bdc was replaced with a 5x150mm armada 35 and the procedure completed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned. Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.